Event description:
It was reported that oversensing on the ventricular channel resulted in inappropriate vf detection and atp therapy. An alert was delivered for out of range high voltage lead impedance. The lead was found to be dislodged. When repositioning was unsuccessful, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.